Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c 34 occurred frequently on erbe integrated electrosurgical unit (iesu) during monopolar energy activation. The tse confirmed the monopolar curved scissors (mcs) instrument was installed on universal surgical manipulator (usm) 3. It was confirmed that the power cable of the iesu was connected directly to the power outlet. The customer power cycled the iesu, but the issue persisted. The tse advised the customer to use an external esu to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the iesu did not remain usable during the procedure. An external generator was used to continue with the procedure.